Manufacturer narrative:
(B)(4): (B)(6) 2015 (09:30): troponin I=3 ng/ml, upper reference limit 26 ng/ml; (B)(6) 2015 (20:55): troponin I=260 ng/ml, upper reference limit 26 ng/ml; (B)(6) 2015: ck=110 u/l, normal upper limit 190; (B)(6) 2015: ck-mb=8.67 ng/ml, normal upper limit 6.73; (B)(6) 2015: troponin I=844 ng/ml, upper reference limit 26 ng/ml. (B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. The investigation was unable to determine a definitive cause for this incident. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. It should be noted that dissection and angina are listed in the xience xpedition everolimus eluting coronary stent systems instructions for use (IFU) as a known patient effect of coronary stenting procedures. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that on (B)(6) 2015 a 3.5x15mm xience xpedition stent was successfully implanted in the 1st obtuse marginal coronary artery lesion and a 3.5x18mm xience xpedition stent was implanted in the proximal left anterior descending (lad) coronary artery lesion. Post implantation of the 3.5x18mm xience xpedition stent, an ostial lad dissection was noted per optical coherence tomography (oct) and angiography. A 3.5x8mm xience xpedition stent was implanted as treatment. The dissection resolved without sequela. During the procedure, the patient experienced chest pain. Post procedure, the patient continued to experience chest pain and elevated creatine kinase (ck), creatinine kinase-myocardial band (ck-mb) and troponin, over 5 times the normal limit was noted. Medications were provided. On (B)(6) 2015, the patient was discharged home. There was no additional information provided.